Manufacturer narrative:
E1 - initial reporter facility name: (B)(6). E1 - initial reporter phone: (B)(6).

Event description:
It was reported that detachment and entrapment occurred. The target lesion was located in the artery of lower extremity. An angiojet solent omni catheter was selected for use in a thrombectomy procedure. During the procedure, the guidewire entered the lumen of the catheter, and after the right femoral popliteal segment was aspirated once, the guidewire was stuck in the lumen of the catheter, and the intima of the catheter was found to fall off after it was drawn out. The procedure was completed with another of the same device. There were no patient complications as a result of this event.